Manufacturer narrative:
The technician found one of the head end brake casters not holding most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head end brake caster to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom technician stating the head brake is not holding. The bed was located at the account in the shop. There was no patient/user injury reported. (B)(4).